Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements with undersensing as observed on the electrogram (egm). Boston scientific technical services (ts) discussed that most recent lead tests are within normal limits. To date, the lead remains in service. No adverse patient effects were reported.